Event description:
The hcp reported that following a stage I implant, purulent fluid was noted at the device pocket which cultured gram positive. The lead was explanted in 2003 and reimplanted a month later, following resolution of the infection.